Event description:
It was reported that the customer received a button error alarm on the insulin pump. His blood glucose level was 222 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump was received with cracked display window corners, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.